Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-21007 the patient (australia) received two leads in the occipital (off-label) region. It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful. X-rays indicated the two leads appeared to have migrated to the neck area. Surgical intervention will take place to address the issue. The patient also stated falling a few weeks ago.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21007. Follow-up identified the patient's leads were explanted and replaced. Stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.